Event description:
Burning sensation all around the unit. Would last 15 to 30 seconds. It comes and goes. I have reported this to dr, to medtronic rep. They told me they would get back to me but no one ever has. I have been complaining about this for years.